Manufacturer narrative:
The company service representative examined the system, but did not indicate replicating the reported event. The illuminator module and the laser footswitch were replaced. The system was then tested and met all product specifications. The illuminator module and xenon lamp were received and a visual assessment of the returned samples showed no obvious nonconformities. Functional test of the illuminator module and the xenon lamp confirmed low output from both ports. Further evaluation determined that the xenon lamp was nonconforming. The laser footswitch was not received for evaluation. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported illuminator event can be attributed to nonconforming xenon lamp. The root cause of the reported laser footswitch issue could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-55213.

Event description:
A customer reported that the table top illuminator was not generating light and the cord wires on the foot pedal were exposed. Additional information has been requested.